Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, screws failed to block the plate. When performing the plate fixation, the variable angle screws did not block the plate. It was reported that the screws were rotating without adjusting the plate in the proximal part. The surgery ended without any further complications. No additional information is available. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
A manufacturing evaluation was conducted. The report indicates the drive has been lightly to moderately damaged, primarily at the top of the drive. The top of the head has material deformed onto it's surface from both the drive and the od of the head. The head threads have been heavily damaged with the threads being completely removed down to the minor diameter, the threads have been stripped. The major diameter of the first four shaft threads have been compressed with the majority of the material being moved towards the tip. The remainder of the threads are in relatively good condition, as are the flutes and the tip. Due to the type and extent of damage incurred, and also because no lot number was provided, a finite evaluation is not possible. Therefore, this complaint is judged to be indeterminate from a manufacturing standpoint. Device was used for treatment, not diagnosis. (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation has shown that the threads of the locking screw are damaged near the head of the shaft. It is possible the screws were tightening in off-axis which could lead to such damage. Subsequently the screw head could not be locked because the hole with the plate was not in alignment. The screw has gone for further investigation.